Event description:
It was reported in a n-hance - nflex presentation that one patient was re-operated on due to severe osteoporosis, cage migration and relisthesis at the fusion level. No further information was provided.

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.